Event description:
The device was returned for disposal after it was explanted due to normal battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: normal battery depletion. Initial testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Further analysis determined that the wire bond lifts had occurred post explant. The device was returned for disposal after it was explanted due to normal battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination end of life - expected battery device operated according to specifications low battery.